Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and rectocele ('rectocele') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rectocele (seriousness criterion medically significant), skin exfoliation ("skin peels") and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (essure removal and rectocele repaired). Essure was removed. At the time of the report, the medical device removal, rectocele, skin exfoliation and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal, rectocele and skin exfoliation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: skin peels, dyshidrotic eczema and reporter information were updated. On (B)(6)2020: content received from social media. No reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and rectocele ('rectocele') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rectocele (seriousness criterion medically significant), skin exfoliation ("skin peels") and dyshidrotic eczema ("dyshidrotic eczema"). The patient was treated with surgery (essure removal and rectocele repaired). Essure was removed. At the time of the report, the medical device removal, rectocele, skin exfoliation and dyshidrotic eczema outcome was unknown. The reporter considered dyshidrotic eczema, medical device removal, rectocele and skin exfoliation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and rectocele ('rectocele') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rectocele (seriousness criterion medically significant). The patient was treated with surgery (essure removal and rectocele repaired). Essure was removed. At the time of the report, the medical device removal and rectocele outcome was unknown. The reporter considered medical device removal and rectocele to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.